Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the end" of a non-vented high-volume inlet "popped out" which caused a leak. This was observed when trying to change an unspecified ingredient during compounding. There was no patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection was performed and observed the spike was detached from the inlet tubing and found loose inside the plastic bag. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes for the detached spike include inadequate or lack of cyclohexanone being applied to the spike/tubing in the manufacturing process or due to customer handing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.